Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the loosening of the screw caused the rod to slid after the surgery on (B)(6) 2012. The caps were loose after the surgery. It was unknown when the incident happened. It was reported that an extract operation will be performed at another hospital in (B)(6). This is report number 2 of 5 for (B)(4).

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: conclusions: device not returned - no evaluation will be performed. Device was used for treatment, not diagnosis. For the initial medwatch, a follow-up medwatch will be filed as appropriate.